Event description:
Information was received that air is leaking into system after being primed-air rushing into the line through the filter when held above the rest of the tubing and bag. Saline hydration bags delivered (already spiked and primed with tubing) had a significant amount of air in the bags and tubing. No patient injury.